Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the lead helix would no longer extend. The lead was not used and replaced. The patient experienced no adverse consequences.